Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference 1627487-2016-06353. It was reported an abscess formed over one of the peripheral placed leads (off label use.) The patient was taken to surgery where the physician opened the area and the physician confirmed an infection at the site. Cultures were not taken. The devices were explanted.

Event description:
Device 2 of 3. Reference 1627487-2016-06353, 1627487-2017-02778. It was noted the patient had 2 anchors implanted from the same lot number.

Event description:
Device 2 of 2. Reference 1627487-2016-06353. The infection has not resolved. The patient recently reported to the ER and remains on oral antibiotics.